Event description:
It was reported via mw 5117344 that two yukon polyaxial screws at t1 fractured and two yukon set screws at that same level migrated post-operatively. The patient reportedly experienced "severe pain" and was revised. This report captures the first of two fractured polyaxial screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Manufacturer narrative:
H3 other text : device location unknown.

Event description:
It was reported via mw 5117344 that two yukon polyaxial screws at t1 fractured and two yukon set screws at that same level migrated post-operatively. The patient reportedly experienced "severe pain" and was revised. This report captures the first of two fractured polyaxial screws.